Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Citation: https://doi.org/10.13499/j.cnki.fqjwkzz.2022.07.535.

Event description:
Title: comparison of the effects of two suture methods in laparoscopic common bile duct exploration. The aim of this retrospective study was to compare and analyze the clinical efficacy of one-stage continuous locking suture and intermittent suture of common bile duct after laparoscopic cholecystectomy and common bile duct exploration. From oct 2028 to sept 2020. There were 73 patients were included in the study. Divided into two groups; observation group (continuous suture, n=34) cases consists of 20 males and 14 females with the mean age of 62.12 plus or minus 11.68 years. While control group (interrupted suture, n=39). With 16 males and 23 females and the mean age of 62.03plus or minus 14.74 years. The device used during the procedure was 4-0 vicryl suture (johnson & johnson). Reported complications: 4-0 vicryl suture (ethicon). -bile leakage (n=11). Treatment: cured after adequate drainage through the abdominal drainage tube. -fever (n=13). Treatment: cured after symptomatic treatment. In conclusions, after laparoscopic choledocholithotomy, one-stage continuous locking suture has obvious advantages over intermittent suture, it can shorten the operative time and post operative hospital stay, accelerate post operative rehabilitation, reduce complications, and is worthy of clinical promotion.